Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that the vapr3 footswitch device was ripped off from the unit. According to the report, the metal sheaths were broken and the device did not engage in the console. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then, conducted visual inspection and functional test of device received. Upon visual inspection was found, use wear in the entire device. Screws with rust presence, peeling paint on housing and pedals of the device. The black plastic cap of the mode button is missing. Finally, the connector was found damage with broken and bent condition in the ground walls of the connector. Due to the condition of the connector, the functionality test cannot be performed. Manufacturing record evaluation is not required, as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. It is a reusable device. This condition has possibly occurred, after using it for many procedures. The possible root cause for the condition of the device could be related to heavily, moreover, mishandling or procedural variables, such handling of the device or product interaction, during procedure could cause the broken and bent condition of the device. However, it cannot be conclusively affirmed. As per IFU: it is important to ensure the maintenance, the footswitch cannot be sterilized. The footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent, with which this complaint is observed in the field.